Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. A day after the initial symptom onset, the patient has recovered from cloudy fluid. Two days after the initial symptom onset, the patient was treated with vancomycin injection (1gm, discontinued on the same day) for the event. At the time of this report, the patient has recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.